Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 300/400 mg/dl with polydipsia, polyuria and drowsiness. The patient received phone advice from their healthcare professional and was treated with insulin via injection. Customer support (cs) reviewed troubleshooting and the basal delivery totals in total daily dose match active basal program total and basal history matches the active basal program settings. However the bolus totals do not match, there is a greater than (B)(4) difference. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.